Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 38 x 3.00 and 38 x 2.75 promus premier select stents were each advanced via crossover to the tibial artery. A few centimeters before the noted stenosis, neither stent could not be advanced any further. After increasing the amount off force being used, the catheter shaft broke outside the sheath. The broken end remained outside of the patient and was easily removed from the patient intact. Imaging was completed to confirm that the device was completely removed. The procedure was rescheduled for a later date. There were no patient injuries reported to have occurred. The device was returned and the analysis completed. The 3.00 x 38 mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that the stent was detached from the sds and damaged the entire length with stent struts stretched. The maximum stent od (outer diameter) at the time of manufacturing was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and there were no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 315 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis.